Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Medical specialties - broken maude report states " patient received a lumbar puncture in clinic today. When doctor tried to remove the spinal needle from the patient's back, the needle separated from the hbu. The doctor was unable to remove the needle at that time. Needle was re-adjusted and removed."

Manufacturer narrative:
(B)(4): follow up emdr submission for device evaluation. One spinal needle was received for analysis where the hub was separated from the cannula. One unopened package from the same lot was also returned. Visual inspection of the failed component indicated significant stress on hub of the spinal needle suggesting the needle had external pressures applied to the hub prior to the needle failing. The investigation was not able to confirm the source of any external pressure due to a lack of insight to the actual conditions of the procedure in which the needle failed. Visual inspection of the complaint sample noted the sand-blasted portion of the cannula was within specification as were other quality aspects of the complaint sample. Functional test was performed on the equivalent needle within the unopened device. The tested component returned a pull-test value which exceeded the specification. A device history record review was performed on lot 0000720902. No issues were noted. Sample analysis concluded that significant stress was placed on the hub, indicating the likelihood that the cannula was properly mated to the over molded hub upon release from manufacturing. The equivalent needle from the unopened product demonstrated pull test strength which exceeded the requirement. Device history record review did not indicate any issues or deviations from proper manufacturing procedures. Consequently, a probable root cause could not be identified for the observed failure mode. All applicable manufacturing operators will receive employee awareness training to heighten awareness of this failure mode. Likewise, the customer will be made aware of the need to minimize stressing the mating joint between the hub and cannula.